Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# unknown, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence/oab. It was reported that patient had the implant on (B)(6) 2024. After this, the patient has pain complaints, impedance too high, amplitude limit. It seems that the lead or implant are defected. Patient will switch off implant to check if pain disappears. Maybe surgery is needed to check connections. More information from healthcare professional on november 15, 2024.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence/oab. It was reported that patient had the implant on (B)(6) 2024. After this, the patient has pain complaints described as pressing pain lower back part (not really nerve pain), impedance too high, amplitude limit. Patient has back pain when urgeous, after defecating the pain is gone. This was found to be strange because only the battery was replaced. It seems that the lead or implant were defected. When measuring lead at all points > 4000 ohms. Also, there was an error messages of orange exclamation mark next to the amplitude when setting other programs. It was unknown if patient had seen error messages before. Now first an x-ray image to get a lead in the picture which on x-ray image, the lead seems to have shifted somewhat and curled but the tip of lead seems to be in the right place. Manufacturer representative (rep) also reported when they try to set it, they couldn't get the setting higher than 0.5. So set for now, about 2 weeks count evaluation. Healthcare professional (hcp) also mentioned that the lead was probably not measured on (B)(6) 2024. According to patient, there were no falls, accidents, MRI or the like. Patient did not complain about reduced efficacy. Patient will switch off implant to check if pain disappears. Maybe surgery is needed to check connections. More information from healthcare professional on november 15, 2024.

Manufacturer narrative:
B5: updated h6: fdd codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.